Event description:
It was reported that the device would not power on ac and dc source. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. The root cause of the malfunction was determined to be a disconnected/ loose connection between the therapy pcb and power pcb assemblies. Physio reseated the connection and observed proper device operation through functional and performance testing. The device was returned to the customer for use.